Event description:
It was reported that this pacemaker exhibited oversensing of noise on both the atrial and ventricular channels. There was no pacing inhibition noted, and all lead measurements were within normal limits. Technical services (ts) recommended to continue to monitor. This device remains in service. No adverse patient effects were reported.